Event description:
It was reported during a drg trial lead procedure on (B)(6) 2019, the patient developed two cerebrospinal fluid (csf) leaks. No blood batch was done. However, no device was implanted and the procedure was abandoned.